Event description:
A physician reported that on his initial use of the subject device, at the end of the procedure, a large hematoma was observed in the sigmoid flexure of a pediatric patient. The hematoma was confirmed by another physician. The patient was kept overnight at the hospital for observation. The patient's hematocrit was said to have dropped by approximately 10 - 15%; however, the physician stated that the hematocrit had remained within normal ranges. There was no medical or surgical intervention provided to the patient.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. There was no unusual stiffness noted with the insertion tube or control knob movement. There were no sharp edges noted on the device. There was play on the angulation knobs and variable stiffness due to stretched angle and coil wires. The variable stiffness function was determined to be loose due to loose screws on the variable stiffness collar. Switch button #1 was found to be leaking due to a cut; however, there was no evidence of fluid invasion in the control body. There were cracks and discoloration of the glue around the lenses, which was attributed to chemical damage. This report is being reported as an MDR in an abundance of caution.